Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 15 ohms for the right ventricular (rv) lead and device. The patient was brought into the office where normal shock impedance measurements were observed. Boston scientific technical services (ts) was consulted and suggested further testing. No further tests were performed and the rv lead was reprogrammed tip to coil configuration. The patient will continue to be monitored via the remote home monitoring system. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.